Event description:
It was reported that these non-boston scientific leads exhibited abrupt increases in impedance measurements. The right ventricular (rv} pace impedance was out of range, greater than 2000 ohms and the right atrial (ra) lead is also showing abrupt increases within normal limits. There were also minute ventilation chop events labeled as anti-tachycardia responses. Technical services (ts) noted abrupt increases in impedances over the last year, indicating a spring contact issue with the cardiac resynchronization therapy defibrillator (crt-d) device. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The leads remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).